Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, and the following was obtained: what was the name of the procedure? Extraction of a tooth. What was the procedure date? (B)(6) 2021. When was the suture broke (in the package, during removal from package, during handling or during use on the patient)? Please specify suture broke at first tissue passage approx. 10 cm behind needle. What was used to complete the procedure? - in relation to needle, what is the approximate location of suture breakage? New suture. Did the suture separate completely? What tissue was being approximated or sutured when it broke? Investigation summary: an opened box with fourteen packets of product code 632 was returned for analysis with the packaging closed. Upon initial inspection of the samples, no external damages were observed on the packets. In order to evaluate the conditions of the returned samples, thirteen packets were opened, and no defects were detected. The swage and attachment area was noted to be as expected. The sutures were dispensed without problems and examined along the strand to detect any issue related to damaged or breakage suture and no defects were observed during evaluation. Functional test was performed, and the tensile strength result were above the minimum requirements. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.

Event description:
It was reported that a patient underwent tooth extraction surgery on (B)(6) 2021 and suture was used. During the procedure, the suture broke. Another like device was used to complete the procedure. No adverse patient consequences were reported. Additional information was requested.